Event description:
Information received by medtronic indicated that the customer reported that the minimed mobile application issue. Troubleshooting was performed and found that the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the app. The device will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event with minimed mobile app (software version 2.1.0) installed on motorola moto g9 plus (android 10) with mmt-1880 770g pump (software version 5.2a) was conducted and confirmed the issue was not reproduced. An attempt to reproduce the reported event using minimed mobile app (software version 2.1.0) installed on samsung galaxy a71 (android 11) with mmt-1886 780g pump (software ver. 6.7w.3) was conducted and confirmed the issue was not reproduced.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: d00780504.we were unable to conduct a thorough investigation due to lack of application diagnostic logs necessary to perform a comprehensive analysis. Attached analytics logs were not sufficient to identify a definitive root cause of the issue. Most likely the issue is some device setting within the motorola phone. The application worked fine on another device and the login process was able to be completed. Because of this is it highly suspect that the issue lies within the motorola phone's os or settings. To assist with the resolution of the issue, we provided helpline team with the following step to ensure that it is addressed effectively: - uninstall and reinstall the application - reset network settings: settings ¿ connection & sharing ¿ reset wi-fi, mobile networks, and bluetooth ¿ reset settings as a final resort we also recommended a hard reset for the phone seeing as the issue resided within the phone and the usual recommendations had already been tried with no success. Afc: other device setting issue ¿ fb35af medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.